Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator is giving a low pressure and occlusion alarm and the fse found that tidal volume is low. The customer reported there was no patient involvement.